Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400+ mg/dl. The customer stated that her pump did not alarm her when she had high readings. The customer mentioned that she had sensor issues. The product was not returned for analysis.